Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system catrx aspiration catheter (catrx) and a non-penumbra sheath (7fr). During the procedure, the physician advanced the catrx to the anterior tibial artery and completed one pass. While attempting to retract the catrx, the catrx fractured approximately thirty centimeters from the hub. Therefore, the physician removed the distal portion of the catrx using a snare device. It was reported that the physician experienced resistance when advancing and retracting the catrx.. The procedure was completed at this point. There was no report of an adverse effect to the patient.